Manufacturer narrative:
Device evaluation by manufacturer: on 11-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found clogged line between the aspiration syringe and the sample nozzle. Fse flushed the line with 10% bleach, followed by alcohol mixture, and air. Fse then adjusted the pressure board to correct the standard (to less than 10% of vacuum pressure). The customer ran quality controls (qc); all results were within acceptable range and the error2070 cleared. The aia-2000 instrument was functioning as intended. No further action required from field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 10-dec-2016 through (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under a4, appendix 4: error messages, error 2070 is clogging detected during specimen suction by main arm. The error is generated when the negative pressure detected after specimen suction exceeded the standard. The specified amount of specimen may not have been obtained because the sampling nozzle was blocked. The measurement result will be flagged (sc flag - sample clog). The solution for the customer is to verify that the specimen is free of solid substances (such as fibrin) or that there is sufficient volume of specimen if it is prepared in the primary tube, and retry the measurement. If retry fails, contact tosoh service center or local representatives. Sc flag indicates that vacuum pressure exceeded abnormal level after the suction of a specimen. The measurement will be skipped due to clogging. Check for lumps or clots. If found, use centrifuge to remove and reschedule assay operation. Also in chapter 2: system configuration and functionality, under specifications, note 1: sample clot at nozzle tip will be checked after specimen suction and reported by flag "sc" if vacuum pressure exceeded approximately 10% or more of that when it is completely clogged. The most probable cause of the reported issue was due to clogged syringe to the nozzle line.

Event description:
On (B)(6) 2018, a customer reported getting error 2070 clogging detected during specimen suction by main arm on the aia-2000 instrument. Customer is unable to run alpha-fetoprotein (afp). On 11-jan-2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of afp patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.